Manufacturer narrative:
Siemens service went on site and resolved the issue. The rotary receiver assembly, preamp pcb and readhead were replaced. The optics were checked and the system was calibrated. Qc and patient samples were run. The instrument was deemed fully operational on departure.

Event description:
The customer reported false negative leukocyte results on the clinitek atlas when compared to the microscopic examination of the sediment. There was no report of injury due to this event.